Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site's system was having an issue "no video signal" . The health care professional noted that they attempted to reboot the system by holding the power button and it didn't resolve the issue. The onsite biomed was able to fix the issue by forcing the computer to reset. No further information available at this time. Unknown if patient present or if there was a delay. The next step for the manufacturer representative is to confirm if the patient was present. To see if the "no video" was on one or both monitors. Clarify what the onsite biomed did to reset the system and to confirm the issue has resolved. Additional information was received stating that both monitors displayed no video. There was a 30 min delay. The system was working as intended and they were able to finish the case and use currently. The biomed engineer at the site was able to reset the computer (apparently, there is a reset button on the computer accessible by a small hole on the computer, you need to remove the back cover of the navigation system to access it). The site called back the manufacturer representative (rep) and the system was now completely down. The rep performed a few tests and the issue seemed to be the uninterruptible power supply (ups) and the computer. Additional information was received stating that the reported issue occurred during a cranial resection. There was less than an hour delay in the procedure.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) for the navigation system and usb cable were replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for evaluation. Testing found that the outputs would not power on. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The usb cable was returned to the manufacturer for evaluation. Testing found that the cable jacket was removed at the lemo connector. Additionally, the unit failed continuity testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9733625, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9733597, serial/lot #: (B)(4),.if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site's system was having an issue "no video signal" . The health care professional noted that they attempted to reboot the system by holding the power button and it didn't resolve the issue. The onsite biomed was able to fix the issue by forcing the computer to reset. No further information available at this time. Unknown if patient present or if there was a delay. The next step for the manufacturer representative is to confirm if the patient was present. To see if the "no video" was on one or both monitors. Clarify what the onsite biomed did to reset the system and to confirm the issue has resolved. (B)(6) 2020 interface rep: additional information was received stating that both monitors displayed no video. There was a 30 min delay. The system was working as intended and they were able to finish the case and use currently. The biomed engineer at the site was able to reset the computer (apparently, there is a reset button on the computer accessible by a small hole on the computer, you need to remove the back cover of the navigation system to access it). The site called back the manufacturer representative (rep) and the system was now completely down. The rep performed a few tests and the issue seemed to be the uninterruptible power supply (ups) and the computer. Additional information was received stating that the reported issue occurred during a cranial resection. There was less than an hour delay in the procedure.